Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2014. The patient returned for a routine follow-up visit and presented with a type ib endoleak. A re-intervention occurred on (B)(6) 2014 to place two iliac extensions, and the endoleak was successfully resolved with no additional patient sequelae. Post-operative CT imaging review confirmed the type ib endoleak was caused by iliac limb placement at the distal edge of the aneurysmal sac, resulting in a lack of sufficient sealing length into the iliac vessels. Factors contributing to the insufficient sealing length include placement of the iliac limb more proximal than specified in the IFU, and the use of a shorter length iliac limb than indicated by pre-operative anatomic assessment.